Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose readings of 565 mg/dl and have treated with insulin pens. Customer declined troubleshooting for high blood glucose readings and no product is being returned.